Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that a patient with 2 m6-c artificial cervical discs was revised. The second device has now been removed.

Manufacturer narrative:
No devices were returned, thus no physical visual examination of either device was possible. The most likely cause of the failure was multifactorial notably surgical technique leading to suboptimal outcome. While mechanical failure of the device at c5/c6 was observed, the device at c6/c7 was in kyphosis and seemed auto-fused and later removed. The spinal kinetics' medical advisor noted that the c5/c6 could have bone erosion, the device could have been initially not well seated, and the inferior endplate of the device is not sitting on the bone. The lack of pre-op or immediate post-op images hindered interpretation. In summary, it was not possible to determine the cause of the event.